Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be verified. The battery passed testing without any issues. The battery was connected to a controller tool and a tug test was performed and the reported issue could not be replicated. The battery was connected to a battery charger and it was observed to have charged to its full capacity without any issues. The led gas gauge indicators performed as intended and did not switch between full and half charge. The log files were analyzed from the controller and no issues were identified on the logs related to the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that the battery triggered a light emitting diode (led) light to flash abnormally on the controller. The leds would switch between full battery charge indication to half battery charge indication and back within seconds. The battery was exchanged. No patient complications have been reported as a result of this event.